Manufacturer narrative:
(B)(4) - syncope. Since the device remains implanted, the programmer files were reviewed. The files suggest that the reported standby mode switch were most probably due to an intermittent anomaly when accessing a specific zone of the implant memory. A hardware reset was recommended to check if proper operation can be restored. No additional info has been received. Conclusion: no additional info was received about his case. Analysis of the files suggested that the reported standby mode switch and memory availability issues were most probably due to an intermittent anomaly when accessing a specific zone of the implant memory. This could result from a defect in the implant memory or in a component involved in the memory access. A hardware reset procedure was recommended for this device to check if proper operation can be restored and if the reported phenomenon was permanent or not. Depending on these checks, eval of device replacement may have to be considered.

Event description:
During a follow-up interrogation, the device was found in standby mode and a message that aida files are empty was seen; no data was available. After re-programming to older settings normal functioning resumed. A day later, the device was interrogated again and again the message was seen. The device remains implanted.